Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
It (tampon) got stuck in her vagina [foreign body in reproductive tract] it got stuck in her vagina and the string is missing [device physical property issue]. Case narrative: relative reported that the tampon became stuck in her daughter's vagina. No serious injury was reported.